Event description:
It was reported that the rv lead was capped due to a capture anomaly on (B)(6) 2017. The ra lead was also capped on the same day for unknown reasons. No further information is available at this time.